Event description:
Customer's mother reported that a sensor had filled up with blood and that they were not able to use it. The blood glucose reading was 131 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.